Event description:
It was reported that a spectrum iq infusion pump had no/low volume on speaker. This occurred during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of 'no/low volume on speaker.' Was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the speaker dislodged. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.